Event description:
Customer reported a hospitalization due to diabetes ketoacidosis. Customer was unable to bring the blood glucose levels down. Customer tried using the insulin pump and manual injections. The cannula was bent on the infusion set. Customer experienced nausea, ketones, excessive thirst and excessive urination. The blood glucose reading at the time of the event was 398 mg/dl. Hospital treated with two bags of fluid. Customer was released when the ph levels were normal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.